Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The catheter was placed in the radial artery and secured with dressing tape. On (B)(6) 2012, when the nurse removed the tape from the insertion site, the nurse found that the catheter tubing was missing from the catheter hub. The pt underwent successful surgical removal of the catheter on (B)(6) 2012.